Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their dentist has told them to no longer use the aligners, they are to stop byte aligner treatment. The dentist recommended braces and the patient will need work on teeth before the use of braces or aligners.